Manufacturer narrative:
Manufacturer's analysis conclusion: the evaluation of the submitted system controller log files identified low flow alarms and confirmed the report of power elevations; however, the report of power elevations up to 8 w were not confirmed through this evaluation. Although a specific cause for these events could not be conclusively determined through this evaluation, the account reported that the patient had acute kidney injury which may have contributed to the events. A direct correlation between heartmate ii lvas, serial number (B)(6) , and the reported events could not be conclusively established. The submitted log files captured pump power appearing to mildly fluctuate between 4.1 and 7.2 w throughout the duration of the data ranging from 19jun2020 at 10:29:00 through 24jun2020 at 22:36:05. Of note, the power was not captured at values as high as 8 w. In addition, a total of 33 low flow hazard events were captured on (B)(6) 2020, associated with the estimated flow decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.1 lpm. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the submitted data. The hmii lvas IFU lists renal failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had acute kidney injury (aki). The patient was treated with dobutamine and dialysis briefly. A computed tomography (CT) scan revealed no obvious thrombus. A ramp study revealed adequate output. There were no signs of hemolysis in urine. Power spikes normalized by discharge on (B)(6) 2020. It was noted the patient would have routine follow up with the vad team. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced multiple low flow alarms between (B)(6) 2020. Log file analysis noted a reduction in blood volume through the pump. The site suspected the event was caused by pump thrombosis. While admitted the patient experienced power elevation to 8 watts. No further information was reported.